Event description:
This lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2011 due to an infected pocket. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).